Event description:
As reported by the rep: "it was a combination of an accolade 1 stem and cocr +head. It looks like the patient is potentially looking to check/pursue any incompatibility as they experienced metallosis. I have forwarded the hip composition guide. Right hip; event was noticed via MRI done at clinic which showed pseudotumor and elevated metal ion levels. Elevated metal ion levels (both cobalt and chromium elevated) post primary surgery. During revision surgery, trunnionosis was noted."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Reported event: an event regarding altr/abnormal ion level and wear involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review with a clinical consultant indicated "confirmation of event: I can confirm that the patient had a right primary cementless total hip arthroplasty since I was able to see an x-ray pre-revision with the implant in place. I can also confirm the revision surgery since I was able to review the operation report and the post revision xrays. I cannot confirm elevated metal ion levels because there was no documentation for this except on the product inquiry summary. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of pseudo-tumor, presumably with trunnionosis, and trunnion wear, are multifactorial including surgical technique especially in the way the femoral head and femoral trunnion is prepared and inserted. Also possible contributors are patient factors such as lifestyle, activity level and bmi, as well as implant factors." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review with a clinical consultant indicated "confirmation of event: I can confirm that the patient had a right primary cementless total hip arthroplasty since I was able to see an x-ray pre-revision with the implant in place. I can also confirm the revision surgery since I was able to review the operation report and the post revision xrays. I cannot confirm elevated metal ion levels because there was no documentation for this except on the product inquiry summary. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of pseudo-tumor, presumably with trunnionosis, and trunnion wear, are multifactorial including surgical technique especially in the way the femoral head and femoral trunnion is prepared and inserted. Also possible contributors are patient factors such as lifestyle, activity level and bmi, as well as implant factors. "No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported by the rep: "it was a combination of an accolade 1 stem and cocr +head. It looks like the patient is potentially looking to check/pursue any incompatibility as they experienced metallosis. I have forwarded the hip composition guide. Right hip; event was noticed via MRI done at clinic which showed pseudotumor and elevated metal ion levels. Elevated metal ion levels (both cobalt and chromium elevated) post primary surgery. During revision surgery, trunnionosis was noted.".